Manufacturer narrative:
The lot number of the controller is 603002268. The controller was returned for product analysis. The compliant could not be verified. Unit connects and tracks as normal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that a breakout box and emitter from a different system was also showing localizer not connected on this system. A controller replacement did not resolve the issue. When the breakout box and the emitter from the other system on site are plugged in, they do not connect either. The power cable coming from v3 on the ups was found to be loose. The cable was reseated and the connection issue resolved.

Manufacturer narrative:
A medtronic representative went to the site to test the system. There was no parts replaced and system performed as intended. Other relevant device(s) are: product ID: 9735824, ( controller em s8 svc), serial/lot #:unknown. Product ID: 9735669 (main cart stealth s8 em ent) serial # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while on site pulling logs and reported that the localizer would not connect to the system. It was also not recognizing the break-out box being connected either. The representative rebooted the system and reseated both connections with no resolve. In troubleshooting, the representative was able to accessed the other navigation system on site and going to try swapping the known working emitter and break-out box with the "bad" ones to see if the issue follow the emitter and break-out box or the system. There was no patient present.